Event description:
Report received of an over-delivery and a programming error. In 2003 at 2300, the pump was programmed in the concurrent mode to deliver 748ml of tpn in a 850ml container at a rate of 31.2ml/hr on line a. Line b was programmed to deliver 56ml of lipids in a 76ml container at a rate of 2.3ml/hr. The following day at 1730, the pump reportedly alarmed that the infusion was complete on line b, 19 hours after the infusion began, instead of the expected 24 hrs. There was no reported adverse patient effect and no medical interventions were required. The pump was removed from clinical service and the tpn infusion was immediately resumed using the replacement device. The lipid infusion was resumed at 2300. In addition, the customer contact reported that upon review of the pump history, it was determined that for a 33 minute period within the 19 hour infusion, line a was programmed to deliver at a rate of 312ml/hr instead of the intended 31.2 ml/hr. This information was reportedly not indicated on the initial nursing report and there was no reported adverse patient effect. Though requested, no further information was available.